Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient later reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation, creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Healthcare professional reported later "rupture, confirmed via physical examination". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, g2, h6.

Event description:
Healthcare professional reported later "rupture, confirmed via physical examination". Device was explanted and replaced.